Event description:
A patient with history of coronary artery disease (cad) 4 vessel coronary artery bypass graft surgery roughly 10 years ago with residual coronary disease. Patient has chronic total occlusion of the proximal right coronary artery, left main cad, ostial circumflex disease. Left internal mammary artery and the left anterior descending artery are distally occluded. The patient presented for elective high-risk percutaneous coronary intervention with a plan for orbital atherectomy. After the third run of the orbital atherectomy procedure of the left circumflex artery, the catheter was removed from the guide catheter. After the removal, the wire tip and atherectomy tip could be seen, under fluoroscopy, occluding the left main. The patient became hemodynamically unstable. Cardiopulmonary resuscitation was started, an impella device was inserted and extracorporeal membrane oxygenation was initiated. After stabilizing the patient, the physician was able to remove the wire tip and the atherectomy tip separately. Stents were then placed in the left main, left anterior descending artery and circumflex arteries.